Manufacturer narrative:
The ipg passed visual inspection, photographic imaging and mechanical test performed. Additional testing showed that there was a sign of a miscoupled charger to the ipg. The ipg pocket depth being superficial also contributed to the charging anomaly. A review of the sterilization records and manufacturing documentation of the explanted device was completed, and no anomalies were noted. This is the final report.

Event description:
A report of difficulty charging was received. After several attempts of troubleshooting, the patient's physician decided the patient should have a pocket revision and the ipg replaced. The pocket was revised to create more depth for the ipg. The patient is reportedly doing well.